Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigations is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a therapeutic lithotripsy of kidney stone procedure, stone was located using a single-use flexible ureteroscope, and a 200micron soltive laser fiber was connected to the laser and then passed through the channel of the scope. The fiber emerged from the tip of the scope and the surgeon approached the stone to begin treatment. At this point the surgeon asked for the laser to be switched into ready mode . As soon as the ready switch was pressed, an error message of ¿10 system error¿ appeared on the screen. The system was restarted per the troubleshooting message on the screen and when the ready switch was pressed again, the same error message appeared. The system restarted the second time and a new 200 micron laser fiber was connected, however, the same error appeared, the error was not resolved. The hospital then had to get their old holmium yag laser out of storage and set it up to use to treat the stone. This introduced a delay of approximately 15 minutes to the procedure. The procedure was completed normally using this laser (holmium yag laser system). The patient did not suffer any trauma as a result of the device failure, and there have not been made aware of any subsequent issues with the patient due to the delay in the procedure. There was no patient harm or injury reported due to the event. No user injury reported. Per the reporter, the laser had only been used for the first time the previous week without incident (two operating lists - approximately 6 procedures). The device inspected before use and operating normally.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigations is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a therapeutic lithotripsy of kidney stone procedure, stone was located using a single-use flexible ureteroscope, and a 200micron soltive laser fiber was connected to the laser and then passed through the channel of the scope. The fiber emerged from the tip of the scope and the surgeon approached the stone to begin treatment. At this point the surgeon asked for the laser to be switched into ready mode . As soon as the ready switch was pressed, an error message of ¿10 system error¿ appeared on the screen. The system was restarted per the troubleshooting message on the screen and when the ready switch was pressed again, the same error message appeared. The system restarted the second time and a new 200 micron laser fiber was connected, however, the same error appeared, the error was not resolved. The hospital then had to get their old holmium yag laser out of storage and set it up to use to treat the stone. This introduced a delay of approximately 15 minutes to the procedure. The procedure was completed normally using this laser (holmium yag laser system). The patient did not suffer any trauma as a result of the device failure, and there have not been made aware of any subsequent issues with the patient due to the delay in the procedure. There was no patient harm or injury reported due to the event. No user injury reported. Per the reporter, the laser had only been used for the first time the previous week without incident (two operating lists - approximately 6 procedures). The device inspected before use and operating normally.